Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector was difficult to attach to the hub and separated from it. The following information was provided by the initial reporter: "multiple nurses are complaining that the male adapter side does not screw into our cathlon, causing fluid and meds to leak out and it does not pull blood. The following problems have been over the last 2-3 weeks. ¿new lot of bd max zero j loop for IV's are very hard to attach to the hub of the IV inserted into the pts. Takes much turning which has dislodged the line from the patient. Also will untwist itself and when flushing may spray blood and contaminants. 2) hard to attach to the hub, leads to dislodged line".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of various issues with connecting sets was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for model mz5309 lot number 22099164 was performed. The search showed that a total of 36,003 units in 1 lot number were built on 10sep2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.